Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant after connecting to the implantable pulse generator (ipg), that the right atrial (ra) lead had dislodged. The ra lead was reinserted and could not be inserted tightly with the setscrew "in a spinning state". The ipg was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.